Event description:
It was reported via repair work order that the fowler was dropping rapidly when the manual CPR was used due to the CPR damper malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.